Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer was brought to the hospital. Customer's blood glucose level was 286 mg/dl. Customer's parent checked the insulin pump and there was no insulin in the reservoir but she placed insulin. The customer's parent also reported that there were insulin spill after removing the reservoir. Customer's parent was not sure if insulin was delivered as they got an insulin flow blocked alarm. Customer's parent declined to troubleshoot and did not give information about the hospitalization. The reservoir will not be returned for analysis.